Event description:
It was reported that during a stent procedure, the stent would not cross the lesion. Upon removing the stent delivery system (sds), the tip separated. The tip was removed on the guide wire. Reportedly, there was no pt injury.